Event description:
Tha customer reported that the c-arm movements were not working from the remote user interface console. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface was replaced. The system was tested and found to be working as intended and put back into service.